Event description:
It was reported that the ilet sleep/wake button became unresponsive, and the user was instructed to transition to backup therapy while a replacement device was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included case intake, device replacement logistics, and plans for device analysis upon return. Investigation of this case revealed a suspected hardware malfunction involving the user interface control button, consistent with a device component failure of the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the button mechanism.